Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4076 implantable pacing lead (B)(6) 2010; 511211 implantable pacing lead (B)(6) 2010. (B)(6). (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). The physician was dissatisfied with the longevity of the ICD. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the returned device did not detect any performance issues, but the calculated longevity result of 95% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.